Event description:
During a service call, the field service engineer noticed rinse pumps 1 and 4 have failed and need to be replaced on the customer's galileo.

Manufacturer narrative:
The pumps were replaced and optimum volume was dispensed during the rinse cycle returning the instrument back to its expected performance.